Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The customers problem was confirmed in all three delivery accuracy tests performed were outside of the published +/-3% specification. The pumps expulsor was replaced in order to bring the delivery into more nominal of a range. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the volume test by 21.31 and 21.30. The issue was discovered during testing and there was no patient involvement.